Event description:
It was reported that during daily measurements, high out of range shocking impedance was noted from this right ventricular (rv) lead. There was no noise observed during movement maneuvers. The physician decided to perform defibrillation threshold (dft) testing and subsequently, it was decided to keep the rv lead in service as the shock impedance was now showing measurements within normal range and to replace the implantable cardioverter defibrillator (ICD) due to elective replacement indicator (eri). The rv lead remains in service. No additional adverse patient effects. Boston scientific technical services (ts) provided further reprogramming recommendations as troubleshooting was already performed by the physician. The rv lead remains in service. No additional adverse patient effects.